Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor false negative results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer states they had a person test negative on the ver 256082 but positive on another at home test kit. "

Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding the complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported that while using bd rapid detection of sars-cov-2 veritor false negative results were obtained by the laboratory personnel. A pcr test was used to confirm the results as false negatives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer states they had a person test negative on the ver 256082 but positive on another at home test kit. "